Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a regular follow-up. High out range rv lead impedance was noted on the patient's notifier. The patient did not feel notifier. Increased capture threshold was also noted. Damage on the pace/sense part of the rv lead was suspected. X-thorax did not reveal any issues. The lead was replaced. The patient was in good condition post-procedure.